Event description:
Same case as: 2134265-2014-06036 and 2134265-2014-06038. It was reported that pullback was unable to perform. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, it was unable to perform pullback. Reconnection of a sled and the catheter could not resolve the issue. The procedure was completed with another of same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).